Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. The reported snap that was felt could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the sutures of both proglide devices did not come out when the plunger was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch report.

Event description:
It was reported that vessel puncture closure of the right common femoral artery was attempted using two proglide devices with a 6f sheath relative to a diagnostic procedure. Reportedly, when the plunger was depressed, a snap was felt. When the plunger was removed, it was noted that the suture was broken off from the needles. The same issue occurred with both proglide devices. Manual arterial compression was applied achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.